Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy100 ventilator, u.s.a. Ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, and the device was not reported to be in patient use. During evaluation at the manufacturer's facility, the device screen was found to be shattered and not legible. The service technician determined that replacement of the lcd display was required to address the issue. The root cause of the screen damage could not be established. Additional findings identified during evaluation were not related to the reported issue. The lcd backlight cable, lcd ribbon cable, base enclosure, and front case enclosure were found to have physical damage and required replacement. The tubing kit, exhaust fan, and o2 flow tubing kit were found to be contaminated with dirt, dust, and talc and were recommended for replacement. The repair has not been completed and is currently awaiting customer approval. A final report is being submitted. If additional information becomes available following completion of the repair that impacts the investigation findings or medical device reporting assessment, a supplemental report will be submitted.